Manufacturer narrative:
Image review: a total of three intraprocedural media files were submitted for review in relation to the event. The absence of the pa tient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Available documentation noted an annular perimeter measurement of 78 millimeter (mm), which would typically correspond to selection of a 29 mm evolut valve. Fluoroscopic inspection of the valve load was attempted; however, image quality was insufficient to allow a definitive assessment. It was reported that three deployment attempts were performed, each resulting in significant paravalvular leak. Consequently, the 29 mm valve was reportedly retrieved, and a 34 mm valve was implanted. Post-implant angiography demonstrated findings suggestive of trace aortic r egurgitation/paravalvular leak. A computed tomography evaluation would be required to fully characterize the patient¿s anatomic considerations and to confirm appropriate valve sizing. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the transcatheter aortic valve evfxplus-29 was selected based on computed tomography scans used for annulus measurement and valve sizing, with the measured annulus perimeter being 78. After three deployment attempts and allowing the valve to sit for several minutes before final deployment, insufficient valve expansion and significant paravalvular leak (pvl) were observed. It was determined that a larger valve would be more appropriate. The 34 valve was subsequently loaded and implanted, resulting in good hemodynamic outcomes with no further issues. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured three times due to inadequate depth on the first two attempts, and finally recaptured due to size concerns. A minor delay occurred from several recaptures, planning and discussion and prepping the second valve. The final pvl with the 34 mm valve was trivial, and the implanter was satisfied with the overall end result.

Event description:
It was reported that during a transcatheter aortic valve procedure, the transcatheter aortic valve evfxplus-29 was selected based on computed tomography scans used for annulus measurement and valve sizing, with the measured annulus perimeter being 78. After three deployment attempts and allowing the valve to sit for several minutes before final deployment, insufficient valve expansion and significant paravalvular leak were observed. It was determined that a larger valve would be more appropriate. The 34 valve was subsequently loaded and implanted, resulting in good hemodynamic outcomes with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012790363); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 29 mm valve had severe paravalvular leak (pvl).

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.